Manufacturer narrative:
(B)(4) patient condition/outcome was not provided by the reporter. (B)(4). Event is currently under investigation.

Event description:
Attending physician used the neff set for a ptc. At the end of the procedure, as he removed the neff catheter, the plastic hub & black catheter became detached from each other. The plastic hub & black catheter were both removed.